Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The down keypad button was intermittently responsive during testing. During investigation, evidence of contamination was found under all key contacts.

Event description:
The pt reported that the keypad buttons were intermittently unresponsive. She stated that the issue is recurring with increased frequency and said that she presses the buttons multiple times to activate a response from the pump. She denied any unusual activity with pump, denied exposure to moisture, and noted she wears the pump on her waistband. She reported that the keypad is intact, the buttons feel normal, they do not stick, and they spring back as usual.